Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet due to an occlusion alert that stopped insulin delivery for several hours, after which the user performed a full supply change including the contact detach infusion set and insulin cartridge, and blood glucose decreased from 358 mg/dl at the start of the call with a recorded peak of 401 mg/dl to 262 mg/dl by the end of the call. Customer care provided assistance that included review of device logs and information provided by the user. Investigation of this case revealed an insulin delivery interruption consistent with an occlusion that resolved only after replacing the infusion set and supplies, with no bent cannula observed upon removal. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included resolution after a supply change without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion leading to interrupted insulin delivery.